Event description:
The customer reported that while the iabp was in use on a patient during transport, the iabp "failed," event when it was plugged in. No patient injury was reported.

Manufacturer narrative:
The iabp is maintained by a third party biomed service. The biomed replaced the battery (part number (B)(4)). He advised that he was unable to confirm that the batteries had been fully charged prior to the event, because it had been taken from a location other than the location where he stages fully changed iabps prior to use. After he replaced the batteries, the iabp functioned normally and was returned to service.